Event description:
A malfunction alarm with code malf 16 was reported, but no notable events occurred before the malfunction. There was no information provided regarding any impact on the customer's blood glucose level. The customer's pump is under warranty, and technical support is set to replace it. The customer has no backup therapy available and plans to contact their healthcare provider. Technical support confirmed the shipping address and provided instructions to place the pump in storage mode before returning it within 10 days using a pre-paid label.